Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm pt graphix¿ guide wire was advanced to cross the peronial artery. However, the distal tip of the guide wire broke off. Another non-bsc guide wire was advanced but it was unsuccessful. The physician was able to wire the ata and achieve some outflow with the non-bsc wire. The patient was then sent for surgery to retrieve the detached tip but still unsuccessful. The detached tip remained in the peroneal. No further patient complications were reported and the patient¿s status was unchanged.